Manufacturer narrative:
The front bezel was returned for failure investigation. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The issue was found during a pre-use check (outside of clinical use) and the unit kept operating.

Event description:
It was reported by the mechanical engineer (me) while servicing that the value fluctuated on its own when the settings were being modified and that the navigation ring had an operational failure. The customer reported there was no patient involvement at the time the issue was discovered. The issue was found during a pre-use check (outside of clinical use) and the unit kept operating. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The pse replaced the front bezel to resolve reported problem. The device passed required performance verification tests per philips standards.